Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that during the fill tubing process, insulin was not exiting the cartridge pigtail tubing. The customer was successfully able to insert a new cartridge and resume insulin therapy. The customer's blood glucose level was 243 mg/dl.